Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: email received on 25-mar-2026 from affiliate with additional event information. The reporter stated that "visually confirmed, anterior cut was was off, about 7mm more posterior than it should be. Noticeably off to where we completed resections manually. Moved to posterior cut to verify and saw blade was not cutting bone when it was supposed to cut 7mm. Downsized femur from 5 to 4 with manual cutting blocks using angel wing as reference on anterior cut. Final trial numbers were way off. Cemented implants planned and used."

Event description:
It was reported the distal femur cut was good but the anterior cut were off. Case was completed manually. Issue occurred on the anterior cut step. No patient treatments were delayed or cancelled. Next day of surgery: (B)(6) 2026. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.